Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified no visual anomalies. Technical visual inspection identified no visual anomalies. Device evaluation identified that there was an upstream occlusion error, confirming the reported event. The root cause was determined to be the upstream sensor on the mechanism assembly resulting in the upstream occlusion not being recognized fast enough. In addition, it was determined that the malfunction was not related to the previous repair as this was a new problem, the part was not replaced or worked on at that time. The pump mechanism and ups ultrasonic pressure sensor were replaced. The device was re-calibrated, the software was set to sw6.05.13 and tested to OEM specifications. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device failed the upstream occlusion sensor test. There was no patient involvement. No further information available.